Event description:
Pt had a cardiac arrest in the or at the completion of placement of the plasma apheresis catheter. She was unable to be resuscitated and expired. The autopsy revealed a small perforation of the coronary sinus with hemopericardium which may have been from the catheter guide wire or tip.